Event description:
Customer's father reported that the insulin pump alarmed and then lost all of it's settings. The alarm history was checked and a17, a21 and low battery alarms were found. The customer was assisted in reprogramming the settings and rewinding and priming the insulin pump. The insulin pump had gone through an unexpected restart. The customer declined further troubleshooting. The blood glucose value was 302 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.